Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. Unit received with the base unit missing the end cap and was in need of general maintenance. The clip was missing from the blue knob on the link arm. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a2079 mayfield infinity xr2 base unit found the base unit was missing the end cap.